Event description:
A user facility¿s biomedical technician (bmt) reported that a blood leak occurred during a patient¿s hemodialysis (hd) treatment. The blood leak was coming from the combi set bloodline, but it was reportedly caused by the blood pump rotor. A tear was identified in the line, which was reportedly damaged by the blood pump rotor. The blood leak occurred approximately 3 hours into treatment. The machine alarmed appropriately with an air detector alarm. The patient¿s blood was returned, and a minimal amount of blood was lost, but could not be quantified. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported events. To resolve the reported issue, the biomed replaced the blood pump rotor. The blood pump rotor was reported to be available for evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned blood pump rotor revealed a damaged sleeve (guide sheave) on one of the rear guide pins that can easily be removed from the pin. The pin had signs of debris.. The returned sample was subjected to a functional test wherin the returned rotor was installed onto the blood pump module of a test machine. A patient test was performed with fresenius¿s combiset bloodline and water in dialysis (blood pump rate set at 450 ml/min) for 2 hours. The rotor did not damage the bloodline and there were no fluid leaks nor alarms during testing. The damaged rear sleeve stayed intact on the guide pin and did not dislodge during the test. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be component failure of the blood tubing roller guide.

Event description:
A user facility¿s biomedical technician (bmt) reported that a blood leak occurred during a patient¿s hemodialysis (hd) treatment. The blood leak was coming from the combi set bloodline, but it was reportedly caused by the blood pump rotor. A tear was identified in the line, which was reportedly damaged by the blood pump rotor. The blood leak occurred approximately 3 hours into treatment. The machine alarmed appropriately with an air detector alarm. The patient¿s blood was returned, and a minimal amount of blood was lost, but could not be quantified. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported events. To resolve the reported issue, the biomed replaced the blood pump rotor. The blood pump rotor was reported to be available for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s biomedical technician (bmt) reported that a blood leak occurred during a patient¿s hemodialysis (hd) treatment. The blood leak was coming from the combi set bloodline, but it was reportedly caused by the blood pump rotor. A tear was identified in the line, which was reportedly damaged by the blood pump rotor. The blood leak occurred approximately 3 hours into treatment. The machine alarmed appropriately with an air detector alarm. The patient¿s blood was returned, and a minimal amount of blood was lost, but could not be quantified. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported events. To resolve the reported issue, the biomed replaced the blood pump rotor. The blood pump rotor was reported to be available for evaluation.